Event description:
It was reported that a minimum fill notification occurred when caller attempted to reload pump cartridge that still contained at least 80 units of insulin. There was no adverse impact to the customer's blood glucose level. Caller added more insulin into cartridge, successfully reloaded it onto pump, and was able to resume insulin delivery, with no additional follow-up information reported.